Event description:
In 2009, the patient was prepped, draped in supine position, incision made in the right and left groin, taken down to the common femoral arteries. The patient had an arteriogram performed with the cut down in bilateral femoral artery area, and the aorta and inferior renal arteries were identified, and the inferior renal artery on the right side was identified and the aneurysms were identified. The catheter tip was then placed from the right side over to the left side into the internal iliac artery and coils were placed two times, and then the third coil broke and partially was retained in the catheter, and upon trying to remove the catheter, the coil embolized into the right profunda artery. The decision was then to go ahead and open the profunda, which after isolating the profunda, superficial femoral artery, and common femoral artery on the right side, the grasper was placed into the profunda artery and the stent was removed, the embolized coil was removed. The artery was then sewn.

Manufacturer narrative:
Corrected data from user facility report. Complaint device not returned to manufacturer. Still under investigation at this time.